Manufacturer narrative:
A fragment assumed to be the distal portion of the catheter removed from the pt's right atrium was returned for eval. The length of the catheter fragment is 5.05" and was broken and compressed at one end. The other end, which is believed to be the distal end, appeared to have been cut diagnonally with a sharp instrument. Initial decontamination showed that clots flowed freely from the catheter lumen and that the catheter lumen was patent. Tactual inspection of tubing showed that tubing did not appear to be elastically weakened in tension. Hard clots inside lumen were palpitated. The broken end of tubing had been compressed and fractured, and the end is permanently flattened and flared. Break line was perpendicular to axis of tubing. Under magnification, severed surface texture appeared rough and granular with coarse striations across broken plane. Cross section of broken tubing end had been permanently deformed into an oval shape. There was some light-tan colored residue inside lumen at break. Using a calibrated micrscopic micrometer, longest part of broken end's ourter diameter cross section measured 0.133" from end to end, with an oval width of 0.105". These signs are typical of a clavicle/first rib compression fracture, a complication associated with medial placement of catheter in subclavian vein. This is a risk against which MFR warns in its instructions for use.